Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. No numbers scrolling during testing was noted. The pump was received with cracks in the case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that she went canoeing with her insulin pump wrapped up in a bag but the pump got wet and it is no longer functioning. Her blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer confirmed that there was fluid under the lcd screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.